Manufacturer narrative:
The reported issue was that the device was being set up with the cv-190 tower the menus on the device were locked out and there was only a black image. During troubleshooting the customer was advised to press the menu button on the front panel of the device and go to the system configuration menu and set the control lock to "off" in the system configuration menu of the device. Customer also confirmed that port a was set to sdi. Upon continuing with the setup, the device menus were unlocked and the scope image was now available. The device will not be returned since the issue was resolved with troubleshooting. As such a definitive root cause of the reported complaint cannot be determined at this time. There is no additional information available for this device. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, while the device was being set up the menus on the device were locked out and there was only a black image. There was no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. Information is also received that the initial reporter is a biomedical engineer. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reason why the issue of the menus on the device were locked out and there was only a black image occurred was because the control lock of the system was turned on and therefore the setting could not be changed. The setting to display it was different from the input signal. Because of the content described in the instruction manual, the above-mentioned phenomenon is considered to be caused by handling. The following description was confirmed upon checking the operation manual. 6.1 how to distinguish and cope with anomalies abnormal content: images do not appear. Cause: the input signal selection button is not set properly. Corrective method: choose an appropriate input terminal with the input selection button on the front panel. 6.1 troubleshooting guide malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal. 5.1 changing the menu display language 3 press the menu button ¿ the menu selection screen is displayed. The currently selected menu is displayed in blue. At the time of shipment, only system setting can be selected. To switch between other menus, please turn off the control lock on the control lock menu, referring to steps 4 to 6. 5.1 selecting the menu language 3 press the menu button. The menu-selecting screen appears. The menu presently selected is shown in blue. Only "system configuration" can be selected for the factory setting. To change the setting of other items, set "control lock" in the "control lock" menu to "off" by referring the following steps 4 to 6.